Event description:
It was reported that during the procedure there was difficulty advancing the 6.0 x 40 mm absolute pro over a versacore guide wire so the physician decided to remove the catheter and during removal there was also difficulty. The catheter was replaced with a same size absolute pro and was used successfully with the versacore guide wire to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.